Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
According to reporter, a 10 fr suction catheter could not be passed through the product prior to use. No pt involvement or incident related medical sequelae was reported.